Event description:
A customer observed falsely elevated troponin I results for 2 patient samples that were reported to the floor in error. Elevated results of the magnitude observed might lead to cardiac catheterization. There was no report of patient harm as a result of this event.